Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.

Event description:
Ous MDR. The patient presented with pocket hematoma and was hospitalized. This is all of the information provided to us at this time. Should additional information become available, this event will be updated.